Event description:
In early 2009, the patient reported experiencing elevated blood glucose of 500-600 mg/dl and occlusion (e4) errors on the infusion device for 2 weeks. She stated that she has attempted to clear the error by changing the infusion tubing, but the error recurs after 6-7 hours. She stated that when she disconnects from the infusion site and primes she receives the error but when she removes the infusion tubing and primes through the adapter no error occurs. She stated that when her blood glucose is elevated she feels tired and her chest pounds hard. She uses injection therapy to lower her blood glucose. She was advised to switch to her backup infusion device for troubleshooting. The patient called back the next day, and stated that she received an e4 while using her backup infusion device. A request for training was submitted. The patient spoke with a company representative the same day, and was advised to move her infusion site location to her buttocks. The patient had been using her abdomen and as an infusion site for 6-7 years. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.